Manufacturer narrative:
This is the initial/final report for this device. As reported, during a percutaneous transluminal aortic valvuloplasty, a maxi ld balloon catheter burst at five atmospheres during dilation at the lesion. Lesion characteristics are unknown. No patient injury was reported. There was no difficulty removing the product from the hoop or removing the protective balloon cover, stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally and maintained negative pressure. It is unknown what contrast media, contrast to saline ratio or type of indeflator was used; however, the same indeflator was used successfully with the other devices. There was no resistance/friction reported while inserting the balloon through the rotating hemostatic valve or guide catheter. There was also no difficulty advancing the balloon catheter through the vessel or difficulty crossing the lesion. The catheter was never in an acute bend. The device was removed from the patient without any problems or patient injury. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without return of the device the reported ¿burst-at/below rbp¿ could not be confirmed and the exact cause could not be determined. In this case, lesion characteristics were not indicated. Vessel/lesion characteristics, such as heavy calcification and tortuosity, have been known to contribute to the burst of balloon catheters during percutaneous transluminal angioplasty. As noted in the event description, the device prepped normally and maintained negative pressure. Neither the information available nor the DHR suggests that the balloon burst could be related to the design and manufacturing process of the device; therefore no corrective action will be taken.

Event description:
It was reported by the affiliate that during a percutaneous transluminal aortic valvuloplasty, a 7f 25x4x110cm maxi ld balloon catheter burst at 5 atmospheres (atm) when it was dilated at the lesion. The device was removed from the patient without any problems or patient injury. The characteristics of the lesion are unknown. There was no difficulty removing the product from the hoop, removing the protective balloon cover, or removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally and maintained negative pressure. It is unknown what contrast media was used and what the contrast to saline ratio was. The type and brand of inflation device used is unknown. The same indeflator was used successfully with the other devices. There was no resistance/friction reported while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was also no difficulty advancing the balloon catheter through the vessel or difficulty crossing the lesion. The catheter was never in an acute bend. The product will not be returned for analysis and no patient injury was reported.